Manufacturer narrative:
Findings/action taken: found constant purge failure alarms. Found and replaced defective pneumatic control switch assembly. Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported per the field service report: symptom: purge failure alarm.